Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 4.9mmol/l. The father stated that the insulin pump gave her daughter too much insulin. The device was download into the carelink and showed that the customer had used the bolus wizard and gave herself a bolus of 13.0 units when her blood glucose was 2.7mmol/l. It was stated that the doctor did see the customer had use the bolus wizard with the button pressed up and down, and she gave herself too much insulin. Reviewed the programming on the device, and the time, date, basal rates, and bolus wizard were correct. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.